Event description:
It was reported during implant procedure that both the right ventricular and atrial lead failed to sense and exhibited high capture thresholds. Both leads were removed and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
Correction: updating g2 report source to include other- nmpa ae monitoring system.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.